Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient implanted with a neurostimulator (ins) for dystonia. It was reported that a power-on-reset (por) was observed while recharging. The patient¿s battery was really low on the afternoon of (B)(6) 2017. It was reported that an error code was also observed. The patient¿s stimulation was on and patient was charged at the time of this report. No further complications are anticipated.